Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) had been high (578 mg/dl) all day and a correction bolus via the pump was delivered to address the bg level. A pump system check was performed and no device issues were identified. Reportedly, the customer was using u-500 insulin in the cartridge. Tandem technical support informed the customer that the u-500 was not labeled for use with the pump. The customer acknowledged the information and was to discuss possibly adjusting the pump settings with a healthcare provider. Upon follow-up, the customer reported to have changed the infusion set site and the bg level had dropped to 526 mg/dl. The customer declined tandem technical support's offer to follow-up.